Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic distal end of the soft tip is blocked. Air bubbles are generated, but the liquid cannot be aspirated during the vitrectomy surgery. Surgery has been completed by using the alternative product. There was no further patient impact was reported.